Event description:
On 05/11/2023, it was reported by a arthrex employee via sems that an ar-6410 main pump tubing reflux was no longer controlled. Used a new product and the case is completed. No patient harms.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. -one unpackaged ar-6410 main pump tubing was returned for investigation. -the returned ar-6410 was visually inspected, and no leaking was found. -the returned device was assembled with a testing console and water and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error or alarm was triggered. This behavior is expected. -a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump/tubing and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump/tubing triggered an alarm, and the rollers did stop moving. This behavior is expected. -the tubing was then connected to the model joint space, it was noted that every time the pressure was increased, the pump roller stopped and then moved a few seconds later. Thereby further increasing the pressure in the model joint space. This behavior is not expected. -this was a supplier process issue addressed in ncr-22596 -functional test with the colder valve connection syringe found that the neoprene sleeve expands unevenly. -the most likely cause for this failure can be attributed to misuse due to incorrect setup. -refer to investigation photos -complaint is confirmed.